Event description:
It was reported that a core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician deployed and recaptured the 40mm closure device multiple times in the appendage to try to obtain the correct position. After multiple attempts at repositioning, the decision was made to abort the case and remove with device. When the physician went to recapture the device in the appendage, physician noticed that the core wire had come off the end of the device and the closure device was now released in the appendage. The position did not meet position, anchor, size and seal (pass) criteria, the physician attempted to remove the device utilizing snares and other equipment, however, attempts at removal failed. The patient underwent cardiothoracic surgery to have the device surgically removed from their left atrium and an atrial clip was used to close the laa. The patient was sent to the intensive care unit (ICU) and is expected to make a full recovery.